Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during basal deliveries. The customer¿s blood glucose (bg) level was not impacted. No troubleshooting was performed for the occlusion alarms in the past. A system check was performed using the current supplies and the occlusion was found to be within the infusion set tubing. The customer was to change out all of their supplies. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra is contraindicated for use with the pump.